Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the esc button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. Moisture damage on lcd board noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer also reported falling into the water while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.